Event description:
The patient's mother stated that the kangaroo feeding pump has been administering the formula incorrectly. The mom complained the pt had been losing weight, so the doctor wanted to ensure that the pump was running properly. He sent the mom home with 240 ml of formula and had her run it through the pump. After the formula was delivered, the volume stated that 300 ml had been administered. The father of the pt also stated that the volume had been set to zero prior to starting the feeding, though he did express concerns that the measuring devices may be inaccurate. It appeared that the rate of the pump was accurate based on father's statement that 240 ml of formula, running at 80 ml per hour, takes 3 hours. It was suggested that the parents should try exchanging the pump, and the rate should be examined more closely to determine if the pump was running accurately. After further investigation, it was decided that a nurse and dietitian would go to the patient's home to check the pump and swap it for another if necessary. However, after the parents were informed of this course of action, the mom became upset and stated she did not want a visit to swap the pump because all the pumps are inaccurate, and that she could accurately compensate for the variation in the volumes. However, it became necessary to verify that the pump was running appropriately if the pt was to remain in the home. After some persuasion, staff was able to convince the mom to allow a home test of the pump. Using the current in-home pump and a replacement pump, each pump was fitted with two 500 ml pump bags, one 60 ml syringe and one can of formula. Each bag's tubing was primed with water and placed in each pump. Then 100 ml of formula was put into each bag. Both pumps were cleared to 0 and the rate was set at 400 ml. Each pump was set on an IV pole and started at the same time. The results revealed that the in-home pump was emptied and alarmed at 19 minutes with the volume on the pump displaying 136 ml infused. The second replacement pump was emptied and alarmed at 19 minutes with the volume displaying 133 ml infused. The 60 ml syringe was used to determine that the measurements were accurate to within 10 ml. Given the results, the mom elected to keep the current pump and the other pump was returned. Additional testing performed indicated that the volume actually being infused is correct while the volume displayed as "delivered" by the pump is not accurate, and is based on an internal calculation in the pump, which has various limitations at different infusion rates.